Event description:
It was reported that the patient experienced erosion at the device pocket. A pocket revision and device pocket. A pocket revision and device replacement were done. The patient continued to have problems with erosion, specifically with the bottom corner of the ins. The patient had no pre-existing healing or chronic conditions that may have contributed to the event. The hcp was considering moving the pocket from the abdomen to the buttock. No further outcome was reported. A follow-up report will be submitted if additional information becomes available.